Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: return qty. 1, 22321, 30k fsi-sli-10s-gf, 00087051 bul 30k. Test method / gp005-wi02 inductance: gauge ID (B)(4) due: (B)(6) 2024 result 3.05. Meets spec does not meet spec. N/a tip condition: - meets spec does not meet spec. N/a stack condition meets spec does not meet spec. N/a tested on: g130 gage ID (B)(4) due date: on (B)(6) 2024 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec. N/a spray pattern: - meets spec does not meet spec. N/a water leak: hp sealing ring proximal ring distal ring seam leak n/a vibration: - meets spec does not meet spec, n/a grip condition: meets spec does not meet spec n/a other visual observation: insert tip broken at the edm hole. Alleged event: confirmed - not confirmed.

Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins,pkd tip broke and patient swallowed the broken tip. Patient was sent to emergency room to locate tip.